Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 / will not secure) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and would not secure to a test monitor. The cause of the code 204 is a disruption in communication between the electrode belt and monitor due to the inability to establish a secure connection. The cause of the disruption in communication is the cracked connector. The root cause of the cracked connector is physical abuse. No adverse event resulted from the damaged connector.

Event description:
A us distributor contacted zoll to report that a patient's belt connector would not secure in the monitor and was producing code 204.